Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we didn't find any other complaints on the lot number 10203589. According to the elements known, the quality database was reviewed and revealed no anomaly in relation to the described defect. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the bladder is not emptied despite the use of an open system which was advice given by urologists. As soon as the bag is connected to the catheter, urine no longer flows and the bladder is not emptied. This has no consequences for the procedure in question, as it is a laparoscopic procedure.